Event description:
No new information has been received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the device lot number is 8288630. The complaint device was returned with the handle and the basket formation in the opened position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. Visual examination noted that the catheter is partially torn at the mlla. The basket formation is fine. During functional testing, the handle does not actuate the basket formation. The handle was disassembled. Visual examination noted the inside diameter of the catheter has been scraped and shavings of material found inside the flare of the catheter. A review of the device history record found there were no non-conformances related to the reported failure mode. A review of complaint history records revealed there have been no other complaints received for the complaint device lot number 8288630. According to the instructions for use (IFU): precaution section: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. Based on the investigation of the returned device, it appears the sheath of the device was damaged from the inside. The design of the handle makes the most likely cause for the damaged sheath the cannulated handle. The cannulated handle is a metal tube that connects to the proximal end of the basket assembly and transfers the motion of the handle to the basket. If an attempt was made to open the basket with the sheath bent at the handle, the distal end of the cannulated handle could possibly be forced through the sheath, causing the observed damage to the device. The condition of the returned device makes it possible that it was inadvertently damaged during handling. The investigation conclusion category is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action risk reduction activity is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, before operation, when opened package, the handle was found fractured. No adverse consequences have been reported. Per the reporter, all additional information that has been requested is not applicable as the device was not used on the patient.